Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was admitted to the hospital for abdominal distention and anemia. The patient¿s medical history included: pe, septic shock, gastrointestinal bleed, quadriplegic, urinary tract infection, urosepsis (sepsis from obstruction of infected urine), dvt of upper extremity, anemia, ventilator dependent, tracheostomy dependent, multiple infectious complications including stage IV decubitus ulcer with recurrent uti/pneumonia, chronic respiratory failure, atrial flutter, chronic asymptomatic bacteria, endocarditis, autonomic dysreflexia and dysregulation, ascites, adrenal insufficiency, gastrointestinal bleed, and hypoalbuminemia. During the hospital admission the patient was identified to have an intra-abdominal hemorrhage with probable associated intra abdominal infection/abscess, secondary to uti, septic shock, or questionable perforation; although, no information provided in the progress notes indicated or suggested the patient had a perforation. Following consultation with the patient, the surgeon stated the patient was not a surgical candidate for intra-abdominal bleed/infection. The plan was to continue conservative management with a transfusion and antibiotics with the patient. The progress notes indicated the patient had an ivc filter in good position; although, the filter manufacturer, lot number, or catalog number was not provided. The patient¿s abdominal distention was stable prior to patient discharge. Based on the progress notes provided, there was no ivc filter deficiency suggested or reported. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Limited medical records were provided and reviewed. During a hospital admission the patient was identified to have a vena cava filter and an intra-abdominal hemorrhage with probable associated intra abdominal infection/abscess, secondary to uti, septic shock, or questionable perforation. The ivc filter was identified to be in good position, no specific deficiency was associated with the filter. Based on the provided medical records, the investigation is inconclusive for the reported perforation. Additionally, no death was reported in the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: snf. The current IFU (instructions for use) states: potential complications. Perforation of the vena cava wall by the legs of the filter. Rnf. The current IFU (instructions for use) states: potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation or other acute or chronic damage of the ivc. The g2/g2 express/ g2x/ eclipse/ meridian. The current IFU (instructions for use) states: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Denali: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had expired post vena cava filter deployment. Allegedly, the device perforated resulting in complications and internal bleeding that may or may not have caused or contributed to the patient's death. Medical records were received and reviewed. The filter was deployed for history of pe and upper extremity dvt. Sometime post filter deployment, the patient was admitted to a hospital for intra-abdominal hemorrhage associated intra abdominal infection and sepsis from an abscess with obstruction of infected urine. The patient was not a surgical candidate; therefore, conservative management with transfusions and antibiotic were performed. The patient was discharged from the hospital 23 days later. There was no report of a device deficiency to be a cause or contributing factor to the patient's abdominal infection and or sepsis.